Manufacturer narrative:
H3: the suspect pump was returned for evaluation. The device was visually inspected. A damaged downstream occlusion (dso) seal was noted. Functional testing was performed. The dso sensor was found to be inoperable. The allegation made by the complainant was confirmed. The dso sensor was replaced. The device passed all functional testing after repair.

Event description:
It was stated that the pump is for repair. There was no patient involvement. Evaluation of the returned device confirmed the reported issue was due to a damaged downstream occlusion (dso) sensor.